Event description:
A malfunction alarm was reported on the pump by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the malfunctioning pump, as it had not been reset in the last 24 hours.